Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not available to send to the manufacturer for analysis; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device

Event description:
It was reported that during placement of the second embolization coil, the coil unexpectedly detached with half of the coil in the aneurysm and the rest of the coil in the microcatheter. The coil was successfully pushed into the aneurysm with the delivery pusher. There was no reported patient injury or intervention.